Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient prescription form was submitted for a patient's right proximal femur. Diagnosis is "fractured femoral stem of a dfr".

Manufacturer narrative:
Reported event an event regarding fracture of the femoral stem involving a jts distal femoral replacement was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection - the following components were received: distal femoral jts ¿ femoral stem, proximal inner shaft (with collar) and distal inner shaft, pin 14477. Distal femoral jts ¿ femoral component (with external shaft) + axle, pin 17062. Bushes, smbsh01, b7840. Visual inspection indicates that the proximal inner shaft (with collar) fractured inside the distal inner shaft in 2 points. Bone ingrowth around the collar and cement remains at the proximal junction between collar and stem are visible. It also possible to notice discolouration at the distal part of the collar. Visual inspection of the bushes indicates evidence of tissue remains. Visual inspection of the femoral component (with external shaft) and axle did not identify any damage or non-conformity relevant to the reported event. Material analysis - visual examination confirmed fracture of the inner shaft reported in pi 2300603. Stereological and electron microscopy examination confirmed the shaft to have fractured due to fatigue. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted in 2006, and subsequently revised in 2009 and 2012. The surgeon has reported the femoral stem has fractured at the stem/collar junction. However, the retrieved implant showed that the fracture was occurred at the femoral integral shaft. The CT scan and the reconstructed image has also shown that the femoral integral shaft has fractured at the junction of the ha collar. Therefore, the radiographic assessment can confirm the clinical report. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 01may2009 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: an event regarding fracture of the femoral stem involving a jts distal femoral replacement was reported. The event was confirmed by medical review. The retrieval analysis concluded that the internal shaft fracture due to fatigue. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient prescription form was submitted for a patient's right proximal femur. Diagnosis is "fractured femoral stem of a dfr." Update 02sep20 - device in situ is a combination of two pins (17062 + 14477). Explanted devices were returned, visual inspection confirmed that the fractured occurred on the proximal inner shaft (pin 14477).

Manufacturer narrative:
Reported event: an event regarding fracture of the femoral stem involving a jts distal femoral replacement was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement, which was inserted in 2006, and subsequently revised in 2009 and 2012. The surgeon has reported the femoral stem as fractured at the stem/collar junction. The CT scans and the reconstructed images have shown that the femoral stem has fractured at the junction of the ha collar. Therefore, the radiographic assessment can confirm the clinical report. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 01may2009 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jan2017 to present for similar reported events regarding crack/fracture involving jts femoral stem. There have been 2 other events. Conclusions: an event regarding fracture of the femoral stem involving a jts distal femoral replacement was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient prescription form was submitted for a patient's right proximal femur. Diagnosis is "fractured femoral stem of a dfr."